Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that mount could not be disengaged from implant during surgery. Another implant was placed to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,3.7,8,mtx,mg (tsvtb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use. During functional testing the mount was able to disengage from the implant. Implant matched prints where measured using caliper cal002c159, due june 07, 2023. Device history record (DHR) review was completed for the subject lot number (1247449). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247449) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).